Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. The visual inspection of the returned om-7500 speedlock shows a deployed device. The implant is broken in two parts and partially detached and was not returned with the instrument. No manufacturing abnormalities could be visually identified. The snare wire was partially reeled into the wheel. The snare wire loop remains in the shaft. The complaint was verified, but the root cause could not be determined with confidence.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor broke in two parts before it could be implanted. A backup device was available to complete the procedure with no delay or patient injuries reported.